Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient thought the device might be causing some issues. She had pain and had turned the stim down. It was noted patient had not seen her healthcare provider(hcp) for two years. At about 11 years more later, patient further reported that she had bad reaction from the implant and it was not working right. Patient got a new implant but it didn¿t solve the problem. There were no further complications that have been reported as a result of this event.